Manufacturer narrative:
Due to character restrictions in block e1event site name : (B)(6) medical center, (B)(6)medical university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit' screen display failure. Unit was replaced with in-hospital sc300. There was no health damage.

Manufacturer narrative:
Remove 3331 code from type of investigation. A getinge field service engineer (fse) evaluated the unit and confirmed it appeared to enter either cleaner or disinfectant into the display while cleaning of this iabp unit by a hospital staff. Fse replaced the display to resolve the issue.

Event description:
N/a.

Manufacturer narrative:
This complaint is being closed due to lack of information from the customer after 3+ attempts were made to obtain the relevant information and no further feedback from the customer has been received. A supplemental report will be submitted if additional information is provided..

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d1,e1(event site state - 13,event site postal code - (B)(6),event site address),g3,g6,h2,h6,h10,h11. Corrected field -e1(event site name),e3,h6(investigation findings,investigation conclusions),h6(MDR to remove 3331 code from type of investigation codes). Screen display problem, version c.06. Occurred while in use by a patient, replaced with in-hospital sc300, health. No damage was seen. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. There is no further information available.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed it appeared to enter either cleaner or disinfectant into the display while cleaning of this iabp unit by a hospital staff. Fse replaced the display (0160-00-0127) to resolve the issue.

Event description:
N/a.